Event description:
Paramedics responded to a person in cardiac arrest. The patient was diagnosed in ventricular fibrillation. A countershock was administered using paddles and the patient converted to asystole. The operator next administered external pacing using electrodes. The pacing current was adjusted to 200ma. As the patient was being loaded into the ambulance, a leads alarm was heard and pacing current dropped to 0 ma and pacing stopped. The patient was observed to be back in ventricular fibrillation and 2 more countershocks were administered. The patient was converted back to asystole and pacing was again started. After approximately 3 minutes, the leads alarm was again observed and pacing current dropped to 140ma. In order to stop the continuous audible alarm, the operator cycled power to the unit. A backup defibrillator/monitor/pacemaker was made available and used with pacing electrodes without further problem. The patient was not resuscitated. The reporter indicated that the device did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's viability and the use of another device.

Manufacturer narrative:
The quik-combo pacing/defibrillation/ECG electrodes used during the reported event were examined. An intermittent leads off alarm was observed while pacing into a patient load when the sternum electrode was flexed slightly in the area of the wire attachment. Upon visual examination, a fracture of the electrode foil was observed at the location of the clear poly insulator.